Event description:
Information indicates pump not actually delivering food though it displays it is running and the volume is increasing.

Manufacturer narrative:
Pump was primed to run at the same parameters as the failure using water. Pump correctly delivered fluid. Volumetric accuracy test performed pump passed. All alarms have been checked and work properly. Problem could not be duplicated.